Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), initially the rv lead was screwed into ipg without any issues but physician felt the lead was not inserted correctly, and the lead was unscrewed. Physician reported that the rv lead was not overly unscrewed, but the lead came completely out of the header and then was not able to screw back in again. The ipg was not used and had to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.